Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product still implanted. An x-rays documenting the fractured abutment screw was received. Implant still implanted.

Event description:
It was reported bone necrosis around implant area. Doctor performed a regeneration surgery with membrane and fixation screws. Implant remained implanted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: potential adverse events: potential adverse events associated with the use of dental implants may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal, or gingiva, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury, ingestion, aspiration and/or swallowing. Precautions: these devices are only to be used by trained professionals. The surgical and restorative techniques required to properly utilize these devices are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening ingestion, aspiration and/or swallowing. When the clinician has determined adequate primary stability is achieved, immediate functional loading can be considered. The following should be taken into consideration when placing dental implants: bone quality, oral hygiene, and medical conditions such as blood disorders or uncontrolled hormonal conditions. The healing period varies depending on the quality of the bone at the implantation site, the tissue response to the implanted device and the surgeon¿s evaluation of the patient¿s bone density at the time of the surgical procedure. Proper occlusion should be evaluated on the implant restoration to avoid excessive force during the healing period on the implant. The returned x-ray images show the reported implant within the surgical site. The bone tissue appears to have signs of radiopacity, however it cannot be verified if this is due to bone necrosis: a root cause for the complaint could not be determined. (B)(4).